Event description:
Related manufacturer reference number: 1627487-2019-04618.

Event description:
Related manufacturer reference number: 1627487-2019-04618. Additional information received stated that the patient underwent surgical intervention on (B)(6) 2019 wherein the cervical ipg was explanted and replaced. Stimulation therapy was restored post-operatively.

Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3788, scs ipg; therapy date: unknown. The investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report number 1627487-2019-04618. It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention may occur to address the issue. It is unknown which ipg is liable for the issue. Hence, both ipgs are made reportable.

Event description:
Related manufacturer reference number: 1627487-2019-04618. Additional information received stated that the patient's second ipg was explanted and replaced on (B)(6) 2019. Post-operatively, stimulation therapy was restored. It is still unknown which ipg was replaced on (B)(6) 2019 and which ipg was replaced on (B)(6) 2019, therefore both ipg's are being reported upon.